Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2015 with the following findings: during a visual inspection of the pump, the keypad cover was found to be fully intact. During testing, all the keypad buttons were intermittently unresponsive. The keypad cover was removed and evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.